Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to a cylinder aneurysm. The existing ipp was explanted and replaced with a new device. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cylinder aneurysm cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis(ipp) due to a mechanical failure aneurysm. No patient complications were reported.